Manufacturer narrative:
(B)(4). The device history review for the product visistat 35r 6/box lot #73m1700117 investigation did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the staplers were jamming, some did fire but not closing the skin properly. There was no patient injury.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. The returned stapler was visually examined with and w ithout magnification. The staples appear properly aligned. The returned stapler appears used as there is biological material present on the device. A staple was fully formed in the device, but was stuck in the anvil. The stapler was returned with 19 staples left in the cartridge indicating that at least 16 staples have been fired by the end user. Reference files anp1900062523 for investigation photos. The already formed staple was manually removed. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, a staple properly formed in the stapler. However, it did not release from the stapler. The staple was manually removed from the stapler and another attempt to fire a staple was made. Once again, the staple was able to form properly but was unable to release from the stapler. This was repeated three more times with the same result. The stapler was disassembled and it was confirmed to have been assembled correctly. The anvil appears to be defective. The device was sent to the manufacturing site for further investigation. Upon investigation, the anvil from the returned sample was placed in multiple lab inventory staplers. The lab inventory staplers were all able to properly form and release staples with the anvil from the returned sample. Therefore, it could not be confirmed that the anvil was defective. It could not be determined why some of the staples from the returned stapler were unable to be released. Reference file anp1900062523 for investigation photos. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple c losure, the trigger must be squeezed all the way in." A corrective action is not required at this time as it could not be determined what caused the staples to be unable to release. The sample was shipped to the manufacturing site for further investigation and it could not be confirmed that the anvil was defective. The reported complaint of "staplers not closing" was confirmed based upon the sample received. Initially, the staples were able to properly form in the stapler, but were unable to release from the stapler. The sample was sent to the manufacturing site for further investigation. Upon further investigation, the manufacturing site could not confirm that the anvil was defective. The anvil from the returned sample was placed into multiple lab inventory samples and the staples were able to properly form and release. Therefore, it could not be determined what caused staples to initially be unable to release. No errors could be found in the assembly. The root cause of this complaint issue is undetermined.

Event description:
It was reported that the staplers were jamming, some did fire but not closing the skin properly. There was no patient injury.